Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital. Details surrounding the hospitalization are unknown. The doctor advised the patient to replace the cycler. The patient was educated to contact pd support or the on call peritoneal dialysis registered nurse (pdrn) to report any issues with the cycler. The technical support representative advised the patient to contact the pdrn to advise of the replacement. Additional information was requested; however to date has not been provided.

Manufacturer narrative:
Clinical review: the available information, which included a report the patient had been in the hospital, was reviewed. Multiple attempts have been made to obtain information on this reported event. To date, none have been provided. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius device, product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient was in the hospital for unknown reasons. Additional information was requested but to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found the rear panel was pushed in at the pump assembly side. A simulated therapy was initiated and failed due to a remove heater bag from heater tray alarm. The load cell verification was not within tolerance; the weight value was out of spec. The load cell was calibrated. The load cell verification was within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A simulated treatment was performed and completed without failure. Upon opening the cassette door there were indications of dried fluid on the cassette membrane and underneath the pump assembly. There were no burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.